Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high glucose after eating a large breakfast without announcing the meal, then disconnected the ilet pump to charge following a supply change; blood glucose reached 374 mg/dl and remained over 180 mg/dl for about an hour before trending down. Symptoms included hyperglycemia. Outcomes included a missed dose due to failure to announce the meal and pump disconnection. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface component insofar as meal announcement and pump use actions were required. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.